Event description:
On (B)(6), 2012 it was reported that for three nights the patient had obtained low blood glucose readings ranging from 31 mg/dl to 44 mg/dl. At that time, the patient experienced the symptom of shaking. The patient administered self-treatment with food and felt better afterwards. Her subsequent blood glucose reading was 82 mg/dl. The patient did not seek any medical attention. The patient noted she had recently decreased her food intake in order to diet, but had not changed her basal rate settings. During the troubleshooting telephone call, the customer support representative helped the patient decrease her midnight basal setting from 1.2 units to 1.0 units. Troubleshooting revealed all pump settings and programming were set correctly. There was no evidence the pump was not accurately and correctly delivering insulin. The patient's technique was incorrect by decreasing her food intake without also decreasing her basal rate settings. However, as the patient suffered symptoms and blood glucose levels suggesting severe hypoglycemia while using the pump, and received treatment with food, this complaint is being reported.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history appeared to be inaccurate. The black box showed a manual date and time change made by the user on (B)(6) 2012 at 10:07am and on (B)(6) 2012 at 2:05pm. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. There were no insulin delivery defects found with the pump during investigation.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.